Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, inratio (test1): 1.1, inratio (test2): 1.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr: 1.1, 2nd inr: 1.9. Five mins. Lapse between two readings. Mean: 1.50, sd: 0.57, %cv: 37.71. Since 37.71% cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. No corrective action is required at this time.